Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer jump into pool and was submerged with insulin pump and insulin pump had insulin pump error alarm, and did not able to clear it. The customer blood glucose level was 225 mg/dl. The customer was assisted with troubleshooting. Customer states the insulin pump had huge crack on the back where the clip from the of the battery all the way down to very bottom. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electrical board especially around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. Device received with a crack on the battery tube which extends to the top where the battery threads are located.